Event description:
It was reported that a malfunction alarm occurred with the customer's pump, identified as malfunction 16-0x20e6. There was no reported impact to the customer¿s blood glucose level. The pump was reset, and due to being within warranty, it was replaced. The customer was informed of the need for replacement and instructed to return the problematic pump within 10 days using a pre-paid label and return box, but declined to share information about backup therapy to ensure continued insulin delivery.